Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks which could not be pull up on in the logbook. The episode was initially detected in the vt-1 monitor only zone. The histograms indicated that the competitor's left ventricular (lv) lead pacing was at 27 percent. Boston scientific technical services (ts) discussed that the rate escalated into the vt zone and therapy was given. Ts also discussed that the lv could be picking up noise or left sided ventricular or atrial activity. Ts suggested a chest x-ray to verify lead placement and turning off lv sensing or changing the lv configuration to get better sensing and pacing threshold measurements.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.